Event description:
It was reported that the device exhibited post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made and the issue was resolved.